Event description:
The physician was aspirating a carotid terminus occlusion. After approximately two hours of work with the penumbra 054 catheter and separator, the separator tip broke off inside the pt, distal of the separator bulb. There was no pt injury, they were able to retrieve the tip with a 2 mm snare.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. This review revealed that all inspections were completed per process monitoring requirements or 100% inspection where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. All parts that were released in this lot met specification.